Event description:
The customer reported the system became problematic when recording and playing back images. Also, the image became completely dark. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The single board computer was replaced. The system was then found to be operating as intended.